Manufacturer narrative:
Context: a customer in france notified biomérieux of obtaining a false resistant result (overestimated mic) in association with etest imipenem ip 32 ww s30 (ref. (B)(4). Batch number 1009264850, expiration date 10-mar-2024) regarding a patient sample of klebsiella aerogenes from bronchitis aspiration. The similar reference sold in the USA is: etest imipenem ip m100 us, reference 423730. Investigation: batch history record and complaint trend analysis. Non-conformances during manufacturing and during our quality control processes that could explain the issue were not identified. There is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results - retained samples analysis the retained samples from lot numbers 1009264850 and 1009371800 were tested in parallel with one internal lot number used as a reference lot (reference (B)(4)., lot 1009000720). The tests were performed using the quality control (qc) strains pseudomonas aeruginosa atcc 27853, escherichia coli atcc 25922, enterococcus faecalis atcc 29212, streptococcus pneumoniae atcc 49619 and bacteroides fragilis atcc 25285 according to the qc protocol used for the release of each lot number. The qc results obtained for the five strains tested are within the expected range for the three etest lots tested. For each strain tested, the mic values obtained did not show any difference of results between these three etest lots tested. - returned strain analysis tests were performed with the returned klebsiella aerogenes and enterobacter cloacae patient strains. Eucast 2022 breakpoints were used to categorize the mic values obtained with the returned strains : [s = 2 ¿ r > 4]. The strains were tested with the agar dilution (ad) methodology (method used for the development of etest ip 32) and with the three different etest ip 32 lot numbers 1009264850, 1009371800 and 1009000720 (used as reference lot). For both strains, the mic values obtained are equal to 0.25 ¿g/ml (susceptible) for ad methodology and 0.5 ¿g/ml (susceptible) for the three etest ip 32 lot numbers tested. The etest ip 32 mics are in agreement compared to the ad reference mics without any category errors whatever the etest lot number tested. The etest ip 32 false resistant results obtained by the customer with the two strains returned were not reproduced during biomérieux investigation. Conclusion: the customer¿s issue has not been reproduced internally. The results of the quality control tests obtained during biomérieux investigation with the lot 1009264850 and the five qc strains complied with biomérieux specifications. For both strains returned, the etest ip 32 false resistant results obtained with the lot number 1009264850 were not reproduced during biomérieux investigation and the mic values obtained are in agreement compared to the ad reference mics without any category errors. According to the information mentioned above the investigation did not identify any product performance issue for etest imipenem ip 32 ww s30 (ref. (B)(4). Lot 1009264850).

Manufacturer narrative:
The MDR guidance, "medical device reporting for manufacturers, issued november 8, 2016", section 2.15, establishes that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. Biomérieux has performed a review and analysis of the MDR submissions, specific to the biomérieux etest reagents. The review included mdrs submitted to the FDA from 01-jan-2020 to 13-dec-2023. Based upon our review and analysis of biomérieux etest reagent MDR submissions, there have been no customer claims of death or serious injury within the past three (3) years. Each has been investigated or is currently undergoing investigation, and any issues have been addressed by the manufacturing site. With the completion of our MDR data analysis, we have updated our MDR criteria for etest reagents. Malfunction events for "false resistant" (medical device problem code: a090809 high test results) will no longer be reported for all etest reagents (product codes: jwy, ngz, ltx) as these events are not "likely to cause or contribute to a death or serious injury" if they were to recur. Moving forward, if we become aware of a death or serious injury event related to false susceptible results obtained with an etest reagent, we will report that event to the FDA per the FDA MDR guidance and update our MDR criteria to include reporting the specific associated malfunction as required by the MDR guidance.

Event description:
Intended use: etest® is a manual, quantitative technique for the determination of antimicrobial susceptibility of non-fastidious gram-negative and gram-positive aerobic bacteria and fastidious bacteria. The system comprises a predefined antibiotic gradient which is used to determine the minimum inhibitory concentration (mic, in g/ml) of different antimicrobial agents against microorganisms tested on agar media after overnight incubation. Description: a customer in france notified biomérieux of obtaining a false resistant result (overestimated mic) in association with etest imipenem ip 32 ww s30 (ref. (B)(4), batch number 1009264850, expiration date 10-mar-2024) regarding a patient sample of klebsiella aerogenes from bronchitis aspiration. This complaint is related to the complaint (B)(4) (same customer, same product, same issue, patient sample of enterobacter cloacae from blood culture (patient 2)). It was reported that the customer obtained a false resistant result with etest imipenem ip 32 ww s30 (ref. (B)(4), batch number 1009264850) compared to results obtained with alternative methods. The results obtained were as follows: patient 1: - sample = aspiration bronchitis. - organism: klebsiella aerogenes. - phoenix results: 1 mg/ml (sensitive). - etest ip results (batch 1009264850) : 4 mg/ml (resistant). - etest ip results (batch 1009371800) : 0.25 mg/ml (sensitive). - imipenem disc result : sensitive. It was reported that etest imipenem ip 32 ww s30 (ref. (B)(4), batch number 1009264850) has been controlled in quality control with the strain atcc® 25922¿ and that result was 0.125mg/l (compliant with the expected result). It was reported that no wrong result has been reported to the clinician because there were several confirmation tests. However it was reported that there was a delay greater than 24 hours in the return of the results. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. Note: the product etest® imipenem ip 32 ww s30, reference (B)(4) is not distributed in the us, however the following product is a similar device distributed in the us: etest® imipenem ip 32 us s30, reference (B)(4). An investigation has been initiated.